Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The device was explanted on (B)(6) 2012, and the patient reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The explanted device has been received by the manufacturer on (B)(6) 2012. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.